Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. No product was returned and the imaging provided did not include a tulip filter, so therefore it would be inappropriate to speculate at what may or may not have caused the filter to "puncture/perforate the sheath due to tortuosity." The access via right internal jugular venous approach did demonstrate tortuosity of the junction of the internal jugular vein in the svc, but there is no comment in the complaint report about the physician encountering any resistance while attempting to advance the filter and since the purpose of the filter protection sheath is to prevent inadvertent puncture of the filter legs through the deployment sheath, the exact reason for the reported penetration cannot be determined. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter punctured/perforated the sheath due to tortuosity. The puncture/perforation could have occurred during placement or during advancement of the delivery system. The sheath may have torn further upon withdrawal of the delivery system. Patient outcome: a different filter was placed femorally during the case. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.